Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event had been resolved for now. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep)regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient complained about the recharge frequency and had to charge so often. The patient wondered whether it was normal that the ins needed to be recharged every three days. It was noted that the patient was implanted in (B)(6) 2018, and had engine cortex stimulation. The patient's settings were provided: program a1 with positive polarity on electrode 0, negative polarity on electrodes 2 and 3, pulse width of 210 microseconds, rate of 40 hertz, and amplitude of 9.7 volts, and program a2 with positive polarity on electrodes 4 and 5, negative polarity on electrodes 5 and 6, pulse width of 210 microseconds, rate of 40 hertz, and amplitude of 9.7 volts. They had not recently performed impedance testing, but impedance was within normal limits on (B)(6) 2018. It was noted that the patient had stimulation on around the clock. The rep asked if it would go faster if the patient shut off stimulation when recharging, or if there was another idea to reduce the charge. It was noted that the patient was not interested in surgery to reduce the charge. No symptoms were reported, and no further complications were anticipated. Additional information received reported group impedances were taken and a and b were very low. It was noted that the patient always charged often and for along time but experienced good efficacy. No trauma was reported or anything strange for the patient during recharging as well. The patient was reprogrammed and was to evaluate whether the recharge time could be reduced. No symptoms were reported, and no further complications were anticipated.